Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen cracked. Cause of event was not reported. Pump was functional. There was no reported impact to blood glucose. Reportedly, customer reverted to using another pump for insulin therapy.